Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels about a year prior to the call, estimated to have been on (B)(6) 2014. The customer's blood glucose was over 600 mg/dl. He passed out on the couch, leading the customer's mother to call an ambulance. He complained of sickness and was hospitalized for 3 days until his blood glucose stabilized. He was wearing the insulin pump at the time of the event. On (B)(6) 2015, the customer reported that the insulin pump alarmed low reservoir alarm and experienced unexplained high and low blood glucose. He declined help for low blood glucose. The customer's blood glucose was 254 mg/dl. He complained of fatigue. He was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime; he noted that insulin exited. He recently changed some device settings himself and was advised to consult a doctor before doing so. He was advised to do a complete set change and treat per doctor's instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.